Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an aspiration failure occurred during ultrasound phase with two cassette packs during a cataract procedure. With the third cassette pack replacement, the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the second for this issue for this lot. The device history record shows the product was released per specifications. Two samples were returned for evaluation. The wet returned samples were visually inspected and surgical residue was observed throughout the fluid flow paths. A calibrated console was used to samples and the cassette primed and tuned with the ultrasonic handpiece successfully and could achieve maximum vacuum. No system message was generated, no fluid or air leaks, and no cracks were observed on the connectors that would have contributed to the reported event. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balance salt solution (bss) bottle to the irrigation and aspiration manifolds continuously to the cassette housing. No occlusion or obstruction was observed during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned cassettes were evaluated and met specifications. After investigation of this complaint, it has been determined that these samples functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).